Event description:
It was reported that a patient experienced trouble charging the right implanted neurostimulator using the wireless recharger for deep brain stimulation therapy. The patient stated that the right implanted neurostimulator was flat and had difficulty connecting the wireless recharger to the right device, only achieving a brief connection despite repositioning the recharger on all four sides of the implant, which was palpable through the skin. The patient was also unable to start a charging session with the left implanted neurostimulator. The issue was not resolved through troubleshooting, which included reviewing connection with the programmer and attempting to reposition the recharger. A request was sent to the repair department for replacement and return of the wireless recharger, and the patient was redirected to their healthcare provider for further management. It was unknown if there was any patient involvement or complications as a result of the event. Additional info received from patient in regards to receiving the replacement recharger. Caller stated that they didn't have a smart programmer to connect the handset to. Agent reviewed handset is not needed but if they would like one can further discuss with the hcp. Agent had caller start charging session of implant to ensure issue was resolved but the caller stated the replacement wr would connect for a moment and then disconnect ( left implant ). Caller confirmed that they are using the replacement wr. Agent had caller start charging session on right side implant and caller confirmed that they were able to make a connection. The issue was not resolved for the left implant. Agent redirected the caller to the hcp to further assess the patient's left implant.

Manufacturer narrative:
Continuation of d10: product ID wr9200. Serial# (B)(6). Product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that they reported same issue about difficulty charging implant on patient's left side. Patient said that on (B)(6) 2025 patient did have an appointment to check the implant, had x-rays, and were told that the implant hadn't moved. They said that patient had a fall and that is why they had x-rays. They said that day saw the np and a representative was there. Reviewed recharging best practices and caller was able to start a recharge session. Reviewed meaning of pulsing green light and beeps. Patient to continue recharging the left implant and then check with patient programmer afterwards. They said that they use the programmer occasionally.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The previous regulatory report actual aware date is 11th november 2025. It was submitted with the wrong aware date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.